Manufacturer narrative:
A manufacturer representative tested the equipment at the site. The calibration error was below 1mm and the calibration passed. Several test 3d scans were performed and the error was always below 1mm. The inaccuracy of 5mm was unable to be reproduced. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that during the procedure navigation information was allegedly inaccurate. The procedure was being performed with a medtronic navigation system and a ziehm rfd. After the first scan everything was ok, and navigation was accurate. After repositioning the patient tracker and scanning a new level, the second 3d scan was more than 5mm off laterally. The site retried the scan but had the same inaccuracy. The site opted to abort navigation. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.